Event description:
It was reported that a guidewire was entrapped inside the catheter. This 2.1 jetstream xc atherectomy catheter was chosen for treatment for occlusion of the popliteal lesion. A 0.035gw was used to cross through the popliteal and anterior tibial artery and, then an exchange was made to a 0.014 v-14 control wire. The jetstream was advanced and made two passes with blades down before the guidewire became kinked. The system was removed together, and a new 0.014 v-14 control wire was attempted to advanced; however, while still outside the patient the new guidewire was difficult to insert and track through the jetstream catheter. The procedure was aborted (using local anesthesia) without any clinical improvement. No patient complications were reported.